Manufacturer narrative:
A2 age at time of event: 18 years or older.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. When the device was being withdrawn a separation occurred. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition post procedure was stable.